Manufacturer narrative:
Testing of actual/suspected device (10/213): repairs are ongoing, at this time. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed and shut down, although connected to the ac mains power. It was also reported that after the unit shutdown, it was re-booted and the unit worked normally on the patient until completion of therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed and shut down. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings,component codes, investigation conclusions). Corrected fields:d5 (unique identifier (UDI) #: unknown, earlier it was mentioned as (B)(4). Additional contact information: e1 (event site postal code: (B)(6). A getinge field service engineer evaluated the unit and confirmed the issue. Replaced pcb executive processor, video generator board. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the pcb, exec processor into the cardiosave test fixture serial number (B)(6). And tested the boards to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of unit shut down, how ever the nrc verified the failure of touch screen(blacking out). The board failed testing. Sending the board to the supplier for failure analysis as per procedure 0002-07-d008 rev aj. The national repair center installed the pcb, video generator into the cardiosave test fixture serial number (B)(6) and tested the boards to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of the unit shut down. The board passed testing. Sending the board to the supplier as per procedure 0002-07-d008 rev aj. Fat received vide generator board back from the supplier. The supplier stated they replaced component u41. No root cause was identified. Please see attachments for failure analysis paperwork. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The fat dept. Received exec. Processor board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Ict, hi-pot, fct, and manual tests have been conducted. All results passed. Please see attached investigation document received from supplier. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.